Event description:
It was reported that the device had an intermittent system failure: force sensor - bgnd test and a base not responding alarm. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found no physical damage. Force sensor and base errors were revealed in the event history log. Functional testing was unable to duplicate the reported problem; however, it was confirmed in the ehl. As a preventative measure, the force sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.